Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, the patient was treated for a descending thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. The device was successfully deployed. As the gore introducer sheath (ts2230/lot#04129193) was being removed from the right common iliac artery, the artery ruptured. The rupture required an open surgical repair. The patient tolerated the procedure. Films are not being sent to gore.